Event description:
Pt had a ventriculostomy fiberoptic catheter and drain put in the o.r. - the catheter would not "zero", after two tries by the o.r. Crew the physician elected to insert this catheter anyway because it was not going to be used for icp readings, only drainage and injection of the intra-ventricular antibiotics. This catheter will be removed in 3 to 4 days and physician would like the catheter to be sent back to company for eval and reimbursement.